Event description:
It was reported that during use of the tracheal tube, the flange got detached from the tube and the customer changed it to a new one. No additional information was available. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two (2) product samples and six (6) photos were received for evaluation. Visual and functional testing were performed. Visual inspection of the photos found in two different tracheostomy products damage between the tube and flange, as well as no marks of weld around the edge; the failure mode is confirmed. Visual inspection of the samples found functional testing found the tube was detected broken near to the welding between the flange and the tube; there are no marks of weld that are usually made around of the edge. The root cause of the reported issue was found to be manufacturing - poor or bad weld forming was due to equipment that was not in condition (functional and setting) to operate stable and consistent (uniform). No corrective actions were required for current welding equipment and process which is currently stopped; due to current product demand upcoming plan changes that this device will be discontinued; thus, gaps identified on welding process will be eliminated once product be obsoleted.